Event description:
It was reported that during testing before surgery, the trigger was not switching properly which could potentially cause run-on. There were no adverse consequences reported with this event.

Event description:
It was reported that during testing before surgery, the trigger was not switching properly which could potentially cause run-on. There were no adverse consequences reported with this event.